Event description:
It was reported that during percutaneous coronary intervention procedure shaft breakage occurred. The 90% stenosed and severely calcified target lesion was located in the left anterior descending artery. A 3.50x28mm promus element stent delivery system was advanced through a non-bsc guide catheter and the stent was deployed. The shaft of the promus element device was broken inside of the non-bsc guide catheter. They removed the detached shaft and the non bsc catheter together as one unit. The procedure was completed with this device. No complications were reported and patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention procedure shaft breakage occurred. The 90% stenosed and severely calcified target lesion was located in the left anterior descending artery. A 3.50x28mm promus element stent delivery system was advanced through a non-bsc guide catheter and the stent was deployed. The shaft of the promus element device was broken inside of the non-bsc guide catheter. They removed the detached shaft and the non bsc catheter together as one unit. The procedure was completed with this device. No complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: only the balloon and part of the device (the hypotube and the strain relief was not returned) were returned along with an unknown catheter (no name on device). A visual and microscopic examination found that a break had occurred 75mm proximal to the exit port. The area of the break was stretched for approximately 3mm in length. There was no stent on the balloon and from the condition of the balloon it was not possible to see the crimp marks on the balloon. The balloon was not tightly wrapped and was subjected to positive pressure. There were traces of blood on the balloon material. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).